Manufacturer narrative:
(B)(4): physio-control evaluated the customer¿s device and verified the reported failure. Physio-control replaced the therapy pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly. It was determined that the cause of the reported issue was due to a failure of filter, designator fl29 on the therapy pcb assembly. The filter was cracked and electrically open.

Event description:
The customer contacted physio-control to report that a service indicator was displayed on their device and event codes were logged. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed that the device had a partial loss of defibrillator output energy due to a loss of the positive portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level.